Event description:
It was reported that the customer had issues with his sensor and blood glucose level readings. His blood glucose level was between 50-53 mg/dl but his sensor glucose level was between 130-140 mg/dl. He never received a warning that his blood glucose level was low. The customer believed insulin was not delivered. The insulin pump would also go into threshold suspend when his blood glucose level was not low. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.